Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: lipid tubing continuously alarming occluded. New lipid bag had to be ordered to prime new tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jan-2023. H6: investigation summary: 9 samples model 10010453 were returned for investigation. The customer complaint that the tubing was occluding could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 10010453 lot number 21085579 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: lipid tubing continuously alarming occluded. New lipid bag had to be ordered to prime new tubing.